Event description:
Report of a 3mm lateral shift of couch during srs after setup resulted in mis-administration of pt. The customer called a varian service representative to report a mistreatment during a srs plan as a result of a possible problem with the lateral motor on the couch. The customer reported observing a 3mm lateral shift during treatment of a srs pt. There was no serious injury as a result of this event.

Manufacturer narrative:
Upon professional medical review, it was determined that the pt was treated for a benign brain lesion using 9 field imrt-total plan was for (B)(4) in 27 fractions. One field was treated with a 3mm lateral shift of couch. The dose delivered that day was 179.9 cgy instead of planned 180 cgy. No critical structures were overdosed or under dosed - this tiny error is highly unlikely to cause injury. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.